Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Investigation: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Correction: annex a code changed.

Event description:
It was reported that unknown bd luer syringe luer cracks. The following information was provided by the initial reporter: hcp mentioned that the hub of the syringe, for the flulaval vaccine, is coming off. She indicated that the lla (luer lok adaptors) are breaking off. Some were discovered during preparation, and one was discovered after injection. The nurse went to put the safety guard on, the needle popped off and stuck the hand of the nurse (ae-related-needle stick of nurse).

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.